Event description:
Surgical pa notified nurse that endoscopic cautery device was not work properly. Upon removal of device from patient arm and further inspection, it was discovered that cautery portion of the device was not intact. Surgical pa examined the patient site in which device was utilized on and saw no harm. Malfunctioning equipment was quickly removed from sterile field; placed back in the original vendor packaging and given to management. Surgical pa was given all new equipment to finish procedure to which were successful and no harm was noted.